Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The device failed the baseline evaluation, due to the touch response stopped working soon after the initial evaluation. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the touch controller was swapped out with a known good unit, the product defect disappeared. This confirms a design-related issue that led to the unresponsiveness of the touchscreen.

Event description:
It was reported that this programmer displayed a split screen that was half black, half wavy lines with multiple colors. Field representative rebooted this programmer several times, charged, but had the same results. This programmer is out of service. No patient involved.